Manufacturer narrative:
(B)(4). It was reported that receiver was exposed to water damage. The dexcom g4 platinum continuous glucose monitoring system user's guide states: the receiver is not water resistant; do not get the receiver wet at any time.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a hardware error that occurred on (B)(6) 2015. Patient stated that she dropped her receiver in water. At the time of contact, the patient did not report any injury or medical intervention.